Manufacturer narrative:
G4:24dec2020. B4:02apr2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:13apr2021. B4:26apr2021. H11: additional information was received indicating that the reported problem was that the unit shutdown during patient use. It was confirmed that the device alarmed as expected during the shutdown. The philips field service engineer (fse) was dispatched to the customer site and evaluated the unit. The fse reported that the shutdown had occurred due a malfunction of the power supply as it was not switching to battery power. The fse replaced the power management (pm) board as part of preventive field change order (fco) service, however, clarified that that the reported failure was unrelated to the pm board and this was a preventive replacement as part of the fco. The fse advised the biomed that the power supply and the battery required replacement to address the device failure. The biomed declined further service by the fse and decided to complete the repair on their own. Upon further communication, the biomed was unable to confirm if this unit has been repaired and stated that no additional information is available. It is unknown if any repairs or replacement were performed and the operational status of the unit could not be confirmed. H10: the device was in therapeutic use at the time of the reported event. There was no patient harm or serious injury noted. The patient's demographic information, clinical diagnosis, and other relevant medical history were not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2021.

Event description:
The customer reported the ventilator stopped working while in use. The ventilator was in use when it stopped working.

Manufacturer narrative:
G4:25mar2021. B4:02apr2021. The field service engineer (fse) determined the power management board needed to be replaced. The fse replaced the power management board, and the issue was resolved. Performance testing completed and passed. Many good faith efforts were made to the customer to obtain additional information on the patient or user involvement; however, the customer did not provide additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.